Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that it was in good condition with no appearance of any physical damage. During the power up process and check and test force sensor testing, force sensor test error was found at power up and failed force sensor reading. The root cause of the reported issue was found to be normal wear. Force sensor was out of calibration as a result of normal wear and calibration drift. Performed preventative maintenance and all functional testing which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was a error force sensor test. No patient injury was reported